Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was completely broken. It was jammed and not opening during operation. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix half height drawer 2.2 was not recognized as open or closed. A field service engineer had replaced the open/close sensor, rebooted the system, and ran firmware updates. Tested in hardware test application, and the customer performed inventory. The system functioned as intended after the field service engineer repaired the device.